Event description:
On 2016-02-2, additional information was received from a foreign manufacturer representative (rep). It was reported that the patient was doing fine after the replacement. The patient's therapy was working again.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving morphine (5 mg/ml at a dose of 2.89 mg/day) and carbostesin (0.2 &#61935;ml at a dose of 0.1158 &#61935;day) via an implantable pump for an unknown indication for use. On (B)(6) 2016, a motor stall occurred at 22:44. On (B)(6) 2016 at 02:35, the motor stall recovered, but stalled again at 08:15. Intermitted motor stalls were reported. No electromagnetic interference (emi) sources could be identified as a root cause. The issue was identified with an alarm and the logs were checked. The pump was planned for explant on (B)(6) 2015 (also reported as an approximate date of (B)(6) 2016). The event was not resolved at the time of this report. There were no reported patient symptoms. The outcome of the event was not reported. Additional information has been requested regarding the outcome of the event, but it was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #geo event description: information received by medtronic indicated that the pump will be explanted because of intermittent motor stalls. Drug used: morphine: 5 mg/ml; 2,89 mg/day, carbostesin: 0,2 mcg/ml; 0,1158 mcg/day preliminary geo assessment: -emi excluded as cause this pump is included in the population of devices containing a battery manufactured on or after march 17, 2005. A small percentage of these pumps may exhibit low battery reset, premature elective replacement indicator (eri), or premature end of service (eos). Additionally, for a small percentage of these pumps, the minimum timeframe of 90 days between eri and eos may be reduced due to this battery issue. Preliminary geo conclusion: failure cannot be excluded ((B)(4), 09feb2016); bu event summary (B)(4) (pump); the pump was returned and analysis confirmed the allegation. Evaluation determined that standard investigation is needed because it was reported that the pump had intermittent motor stalls. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. A new formal investigation is not needed because there is an existing formal investigation for an issue similar to the one identified in this event, and another investigation is not needed; reference formal investigation record (B)(4) - pump motor corrosion and wear. The issue was determined to be similar because the event information met the inclusion criteria for the existing formal investigation; the supporting event information includes a report was received that reported intermittent motor stalls. The pump was explanted and returned for analysis. Analysis confirmed pump motor corrosion and wear. The analysis findings confirm the reported allegation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.